Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly because of two broken male pins stuck inside the connector, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had two broken pins stuck inside the therapy connector assembly, prohibiting the device from having the ability to delivery defibrillation therapy. There was no pt use associated with the reported failure.